Manufacturer narrative:
Devices' photo evaluation completed on february 14, 2024. Upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reason for device explant and/or reoperation: silent rupture as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 500cc silicone, breast implant experienced right sided silent rupture postoperative. The issue was discovered during the surgery. The patient was having some discomfort of her neck and back and felt taking weight of the implants of would give her some relief. As a result, patient underwent bilateral removal without replacement jon (B)(6) 2024.